Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Theh customer reported device failure due to loose connection at the battery. There was no reported patient involvement.